Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor. The battery connector had debris on connector pin 2, preventing the battery from powering on the monitor. The root cause for the debris on the connector pin was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was unable to power on a monitor.